Event description:
It was reported that lead exhibited low, out of range shock impedance. Increased pacing threshold and decreased pacing impedance were also noted. Isometric testing was unable to reproduce noise in clinic. Lead revision is scheduled. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.